Manufacturer narrative:
The device was returned for evaluation and the complaint was verified as valid. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. There was no service history for the device under evaluation. The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued.

Event description:
A facility coordinator reported that the c2602 cusa excel 36khz straight handpiece did not vibrate. Additional information received on 27jun2019 indicated that the event happened on (B)(6) 2019, the device was in contact with the patient but there was no injury reported. The device problem was noted during an unknown procedure and replaced it with a backup.